Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the meter is not giving her accurate readings and that she needed a replacement meter. Customer's blood glucose level was 322 mg/dl. Customer was offered troubleshooting for high blood glucose levels, but customer declined. No additional information provided.